Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73j1500670 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after stapling twice, the staples are not bending any more, and the staples are falling out the next staplers used. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) unit of catalog number 528235 visistat 35w 6/box was received, used, opened package, lot #73j1500670, stapler was received with remaining staples; components looked properly assembled, trigger component is pre-activated and therefore a staple is pre-activated at the tip. Failure mode reported "the staples are not bending" was not confirmed. Functional type inspection was conducted as follows: a full cycle on the staple was conducted and the staple did close and release properly. The remaining staplers were fired in two ways: stapler was activated slowly (normal process) and 15 staples were loaded, formed & released. Finally, stapler was activated in a fast cycle (to try to duplicate the reported defect) and 17 staples were loaded, formed & released a total of 32 staples were fired. Failure mode reported "the staples are not bending" was not confirmed with the sample received. Sample received did not confirm the issue reported by the customer "the staples are not bending" during visual inspection. A functional inspection was conducted stapler was activated slowly cycle (normal process) and 15 staples were loaded, formed & other remarks: released. Finally, stapler was activated in a fast cycle (to try to duplicate the reported defect) and 17 staples were loaded, formed & released; a total of 32 staples. Therefore, corrective actions is not required at this time.

Event description:
Alleged event: after stapling twice, the staples are not bending any more, and the staples are falling out the next staplers used. The patient's condition was reported as fine.